Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: level a investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for needle hub separates on lot # 9084953. A review of risk management (B)(4) indicates that the potential risk of this specific reported incident (syringe, needle hub separates) was captured and addressed appropriately. Investigation summary: no samples were returned therefore the investigation was performed based on the photos provided. Customer provided three photos of 0.3ml syringes from lot 9084953. Customer reported the needles come loose when the client injects the patient. The provided photos were examined, and it was observed that the syringe exhibited a needle hub/shield assembly separated from the syringe barrel; no damage was observed to the barrel tip. Manufacturing ((B)(4)) will be notified of the observed issue. A review of the device history record was completed for batch# 9084953. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications (B)(4) noted that did not pertain to the complaint. As no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Investigation conclusion: as no samples were received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure based on the photos received. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child (B)(4), on 07 jul 2020, (B)(4) received photo complaint. A visual evaluation of photo found (1) syringe with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringe. There needle assemblies were not pictured. Process summary: automatic syringe assembly machine, which feeds 0.3ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA #: (B)(4). Rationale: CAPA (B)(4) has been opened to address this issue.

Event description:
It was reported that bd micro-fine¿ insulin syringe needle hub separates during use. The following information was provided by the initial reporter: the client received faulty syringes and sent the following pictures of them. The needles come loose when the client injects the patient. She ordered 5 boxes and does not want to open the other boxes and test the syringes on patients.